Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16878. It was noticed during an ipg replacement (manufacturer report number 3006705815-2022-16356) on (B)(6) 2022 the patient¿s leads were cut. Patient had an unrelated back surgery and the physician cut the leads. Date of surgery is unknown. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue. Patient is receiving effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.